Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the patient had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016, the patient was found unresponsive and vomiting fecal matter. The patient was taken to the hospital and was found to have a bowel perforation on a computerized tomography scan. The patient was constipation for 7 days before the perforation was identified. On (B)(6) 2016 patient died at the hospital. Per physician reports death was a result of respiratory failure, sepsis, and shock.